Event description:
The surgeon reported that light toxicity was noted during a procedure. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed in to the FDA on: 07/18/2007.